Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. This code is used to address not backing down the needles as stated in the instructions for use (IFU). The IFU states: perform the same needle back-down procedure in the event that all needles are not deployed. Do not remove any deployed needles.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that only three needles deployed during attempted suture placement in the moderately calcified left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Three needles were removed through the barrel. An x-ray was performed to locate the missing needle. The last needle was undeployed and was removed with the device. The arteriotomy was 5f and the vessel was calcified. A second prostar xl device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with one suture of the first device and both sutures of the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.